Manufacturer narrative:
The returned valve was fully adjustable and all performance levels could be set on the first attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve was patent and passed siphon testing. The device did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. The device met all specifications for pressure-flow and preimplantation testing. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a valve revision occurred. According to the report, the valve was allegedly stuck at performance level 2.0 and would not move to a lower setting despite multiple attempts to have it reprogrammed with the new programmer.